Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it currently remains implanted. The investigation is in process. Once the investigation is completed, a follow up MDR will be submitted. Foreign complaint source, complaint was reported by (B)(6). Concomitant medical products: item #: 00-6200-052-00 item name: trilogy shell lot #: 60790229, item #: 00-6105-050-28 item name: trilogy liner lot #: 60788407, item #: 00-8018-028-05 item name: versys femoral head lot #:60783812.

Event description:
It was reported that patient underwent revision surgery approximately 7 years post-implant due to stem fracture. It was also reported that patient had pain and had to use a walker prior to revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of the provided surgeon operative notes, indicating that the patient underwent a revision of the right total hip replacement due to stem fracture. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.